Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) , 2021. After unpacking the device, the pressure gauge was tested, but it was noted the pressure gauge could not show the pressure. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code a0902 for the reportable issue of gauge reading inaccurate. Block h10: investigation result a visual examination of the returned complaint device revealed that the gauge needle indicated 0 atm. Also, the gauge cover was broken. It was noted that the print quality was found clear, legible, and complete. Also, the "y" connector was returned straight and aligned with the syringe. The thread of the female luer had no damages. Functional analysis was able to be performed, and the gauge was inflated successfully; no issues were found with the gauge reading. As there was no issue with the visual and functional test during product analysis, the complaint incident cannot be confirmed. The most probable root cause of the reported event therefore cannot be detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021. After unpacking the device, the pressure gauge was tested, but it was noted the pressure gauge could not show the pressure. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.